Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation), e1 (event site state). Nurse stated the patient had an axillary balloon. Esp personal gave the axillary disclaimer. Esp personal verified with nurse there was no blood or discoloration in the helium tubing. Esp personal then had her perform an iab fill, press start, and then check for blood in the helium tubing again. This resolved the alarm and resumed therapy. Nurse and esp personal reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. Esp personal encouraged her to call back should the alarm go off several times in an hour so they could troubleshoot it together.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.